Event description:
Customer reported the infusion device displayed an e8 power interrupt error which could not be cleared by pressing the check button. The protective rubber on the check button is worn from use. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.